Event description:
The customer reported that there is "no alarming for spo2 red desat." No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.